Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she was previously really tired and didn't feel well and also previously had a utis before and after hospital stay. Hospital stay was unrelated to device or therapy. There were no further symptoms or complications reported or anticipate.